Event description:
It was reported that during an open myomectomy procedure, the problem that occurred happened within the first ten minutes of using the instrument. There were no error messages during the entire time and then "relax pressure on blade appeared". The surgeon relaxed the pressure immediately and then there was a message "tighten hand assembly", which they did. This was followed by "replace instrument". After several attempts to tighten the instrument they gave up and proceeded without using the device. Towards the end of the procedure the or nurse attempted to wipe the jaw of the instrument, which appeared a little dirty and this is when the jaw broke (the active part of the jaw came off). The sales rep was present in the or and can confirm that the tissue the surgeon was transecting was quite delicate and not in any way large in size. "Surgery was planned". There was no inflammation of the tissue. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.